Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 580 mg/dl. The customer had symptoms such as feeling ill and the need to use the restroom. Customer's blood glucose value was 81 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer declined to troubleshoot for high readings due to past event. There were no site or insulin issues. The product was not returned for analysis.